Manufacturer narrative:
Preliminary analysis confirmed the reported translation issue.

Event description:
The reporter noticed that an episode was labelled as "security" switch and suspects this is a translation error.

Event description:
The reporter noticed that an episode was labelled as "security" switch and suspects this is a translation error.

Event description:
The reporter noticed that an episode was labelled as "security" switch and suspects this is a translation error.